Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure on (B)(6), 2009. There were no complications during this procedure. According to the complainant, the patient experienced pelvic pain, infections, urinary problems and dyspareunia post procedure. The exact nature and date of onset for each are unknown. All other information is unknown and reportedly unavailable.